Manufacturer narrative:
The actual device was returned. Reliability engineering evaluated the device. The reported condition was not duplicated and was not confirmed. If additional information should become available, a supplemental report will be sent accordingly. (B)(4).

Event description:
It was reported that the hand piece device was getting very hot while in use. It was unknown to the reporter how or when the device condition was discovered. It was unknown to the reporter if there were any injuries or medical intervention was required. All available information has been disclosed. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.